Event description:
A malfunction alarm was reported by the customer, identified as malfunction code 9, which was resettable. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Technical support provided information on how to reset the pump, assisted the customer in resetting it, and instructed them to continue using the pump with guidance to call back if the issue recurs. The customer acknowledged and understood this guidance.